Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 29th may 2026, it was reported by an arthrex's employee via an email that for 1 unit of ar-3636, knotless 1.8 fibertak® soft anchor, gen2, with #2 suture, qty. 5, during the cinching of the ar-3636, a knot was seen. This results in an incomplete cinching of the sutures and had to be cut away. The patient ended up with a partial centralization procedure. This was detected during a meniscus centralization and root repair on (B)(6) 2026. The procedure was completed successfully by cutting off the incomplete suture and accepting the single anchor repair.